Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the colonovideoscope was lost and the screen remained black. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,h2,h3,h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the investigation results, it is likely that the following caused the malfunction: a failed charge-coupled device unit, resulting in no image during angulation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.